Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon and dissections were encountered. The lesion being treated was a mid circumflex (cx), 80% stenosed lesion. The lesion was predilated with a maverick balloon (size unk). The physician successfully deployed a taxus express2 8.8% 3.5 mm x 12 mm stent in the mid cx on the first attempt at 15 atms. The tech dialed back, pulled negative and could not deflate the balloon. The inflation device was exchanged for a 60 cc syringe. The physician attempted to pull negative with no success. The physician dragged the balloon while still inflated back into the guide catheter. The balloon deflated after it had traveled about halfway down the guide catheter. A dissection proximal to the stented area in the cx was noted after the balloon was removed. The dissection was treated with a vision 3.5 mm stent. The physician completed the procedure by placing two more taxus express2 8.8% stents in the proximal cx. The status of the pt is listed as good.